Manufacturer narrative:
(B)(4). The stent delivery system was not returned for evaluation. Factors that can contribute to material ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices and/or stents, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all products are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. In this case, an interaction with other devices and/or the calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation. As the balloon ruptured prior to fully inflating, this would result in the stent being under deployed requiring additional treatment to fully deploy the stent. Additionally, as the balloon ruptured during use, this would contribute to the balloon unable to fully deflate, in turn contributing to the difficulty removing the balloon as it was not completely deflated. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this incident. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. In this case, the reported difficulties appear to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that after pre-dilatation of the heavily tortuous and heavily calcified mid right coronary artery (rca) at 15 atmospheres with a 3.0 x 15 mm abbott balloon (non-specified), the 3.0 x 33 mm multi-link 8 (ml8) stent was advanced. When pressure was applied to the ml8 stent delivery system (about 6 - 8 atmospheres), the balloon ruptured. A pinhole rupture was noted due to the heavily calcified lesion. The system was removed from the anatomy, but resistance was felt during removal as the balloon was not completely deflated. The ml8 stent was implanted, but it had not been completely deployed. Another balloon (non-abbott) was used to complete deployment of the stent and it was successfully implanted. There was a significant delay in the procedure, however there were no adverse patient sequelae. There was no adverse patient effect. No additional information was provided.